Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported his cgm was 4.2 mmol/l, but his bg reading was 2.2 mmol/l. He felt unwell (no specific symptoms were provided) with the bg at that level so he drank a coke. The event occurred the day after the sensor had been inserted. The reported allegation falls within the c zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.